Event description:
It was reported that a patient saw an error message ¿err_pump_motor_stall 8476¿ on the personal therapy manager (ptm) starting the day prior to the date of this report (2015 b)(6)). The patient had not been able to deliver a bolus all weekend. The refill date on the ptm was 2015 (B)(6) and the next refill was due 2015 (B)(6). The patient had a change in therapy effect; the patient had been in creased pain at the pump lately and had been a little shakier. The reporter stated hearing a long beep tone, but mentioned that the patient¿s life alert had a low battery and the patient had ¿other things¿ that could be making that noise. It was initially unknown if the pump has had an audible alarm, but the critical alarm was later heard and confirmed by telemetry due to constant, unrecovered motor stall. The logs showed that the stall occurred 2015 (B)(6) and there had been no recovery. The pump was stalled greater than 24 hours and a tube set message was displayed. The patient had not had an MRI (magnetic resonance imaging). The pump was decreased to the minimum flow rate, and as a result the patient was not receiving effective therapy. The patient was alive with no injury and was currently awaiting clearance to have the pump replaced. The pump was used to infuse dilaudid (hydromorphone) and bupivacaine. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the pump was replaced.

Manufacturer narrative:
Analysis revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; stall due to shaft-bearing; and stall due to gear-pinion.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.